Event description:
The customer reported that the ortho provue analyzer interpreted 4+ reactions in the anti-d microtube of the mts abd/abd gel cards lot# 111008053-14 as a "dp" dual population. The customer indicated that the images of the anti-d microtubes were confirmed to be 4+ reactions with no unagglutinated red cell at the bottom of the microtube. Customer confirmed that each front type was interpreted correctly by the analyzer, including the rh types. No incorrect or erroneous results were reported as a result of this incident. If a result is misread, erroneous results could be reported.

Manufacturer narrative:
An ocd field engineer visited the customer site and determined the gel camera needed adjustments. The fe performed all reader camera adjustments and created a new ref image. During inspection, the fe noticed the probe was slightly bent. The probe was replaced and the necessary adjustments were performed. Diagnostic testing passed. The customer tested qc and the sample in question and obtained acceptable results. Repairs have returned the instrument to expected operations. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).